Manufacturer narrative:
The tech found the gas cylinder was bent, preventing the head section from articulating down. The tech replaced the gas cylinder to repair the stretcher.

Event description:
Info received indicates the head section will not go down.